Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient's atrial and right ventricular (rv) lead was dislodged, due to twiddlers. Dislodgment was confirmed, from x-ray. The leads were explanted and replaced. The patient was stable.